Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the pace/defib engine board was returned. The reported malfunction was attributed to a faulty solder joint on a transformer on the pace/defib engine board. The customer received a replacement pace/defib engine board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.